Manufacturer narrative:
Implant loosening during removal of mounting (insertion post). Implant could not achieve primary stability and needed to be removed. No new implant was placed. Product evaluation revealed that the lot was manufactured and released according to specification. User should have used appropriate tools for loosing of the mount.

Event description:
Implant loosening during removal of mounting (insertion post). Implant could not achieve primary stability and needed to be removed. No new implant was placed.